Event description:
It was reported that when using the bd pyxis¿ medstation¿ es kisk41 and main 2.1 cubie drawers failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main 2.2 had all pockets not detected on the bus. A field service engineer reseated the row board cables at the drawer controllers for both drawers to resolve the issue. The fse verified that all pockets were back on the bus, and tested the drawer and pockets in the application, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.